Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a vitrectomy probe did not cut during an intraocular lens (iol) exchange. Aspiration function is unknown. The procedure was successfully completed. No patient harm was reported. Additional information has been requested but not received.

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One probe sample was returned and visually inspected and deemed conforming. Aspiration testing was performed and deemed conforming. Actuation testing was performed and deemed nonconforming. The cutter did not open completely in the port. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There were approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. There was wear at the bend area of the inner cutter. Actuation testing was performed again after the probe was dissembled and the test was then deemed conforming. The complaint evaluation does confirm an actuation /cutting issue with the probe. The exact root cause for the poor actuation/cutting performance cannot be determined from this evaluation. The most likely reason for the poor performance is from the incomplete cutter movement, which is caused from a damaged inner cutting edge, incorrect cutter bend angle, or other reason that impedes the movement of the cutter to completely open in the port. This will result in a poor actuation / cut function. Removal of this cutter interference does result in a conforming actuation test. An investigation has been completed and action implemented to reduce the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).